Event description:
During follow-up on (B)(6) 2014, the physician detected a reset warning message on the programmer screen. Preliminary analysis revealed that the reset was related to the detection of corrupted data in device memories. Normal ICD behavior has been restored.

Manufacturer narrative:
Further investigations showed that following the reset, an expert file was stored by the programmer during the follow-up on (B)(6) 2014 (as specified).

Event description:
During follow-up on (B)(6) 2014, the physician detected a reset warning message on the programmer screen. Preliminary analysis revealed that the reset was related to the detection of corrupted data in device memories. Normal ICD behavior has been restored.

Event description:
During follow-up on (B)(6) 2014, the physician detected a reset warning message on the programmer screen. Preliminary analysis revealed that the reset was related to the detection of corrupted data in device memories. Normal ICD behavior has been restored.